Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe the stopper was melted. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: syringe 10 ml with the stopper melted. Customer informed that the material was not used.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe the stopper was melted. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: syringe 10 ml with the stopper melted. Customer informed that the material was not used.